Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during the self test. Customer's blood glucose value was unknown. Customer also stated that they noticed crack in the middle of the menu button. Customer also stated that insulin pump received calibration not accepted and change sensor alert. Customer also stated that at the sensor insertion site had blood. The device will be return for analysis.

Manufacturer narrative:
Device passed self test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace and pin trace on keypad assembly.

Manufacturer narrative:
Device passed self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Device received with cracked keypad overlay. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace and pin 1 trace on keypad assembly.

Event description:
It was reported via phone call that the weight has been changed to (B)(4).